Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the duodenovideoscope exhibited tissue stuck under the elevator. The issue was identified at the time of reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around light guide lens has wear, adhesive around objective lens has wear. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. However, a root cause for tissue stuck under the elevator could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.